Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that insulin was not coming out of their cannula. The customer's blood glucose was 467mg/dl. The customer also reported their insulin pump had alarmed no delivery. The customer treated their blood glucose with manual injections. It was also found the customer had a bent cannula when they removed their site. The customer also reported receiving a displayable history failed on startup alarm. The customer was advised their insulin pump was working as designed as they were able to successfully prime. No additional information provided.